Event description:
A malfunction alarm with code [16-0x20e6] was reported, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was informed that the pump needed to be replaced, and a replacement pump was provided. The customer used this replacement to ensure uninterrupted insulin delivery, and the shipping address was confirmed by technical support.